Event description:
Customer reported that every time the customer changes the infusion set it makes a crackling noise. Customer also mentioned hearing a popping sound when pressing act and have also been receiving crazy readings. Self test was performed and passed. Customer's blood glucose reading at the time of the call was 102 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.